Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. In this case, the patient required aortic annular enlargement and had a larger valve implanted. The reported event was not confirmed. However, based on the information provided, it appears that the root cause of this event was due to patient related factors. There was no indication or allegation of a device malfunction contributing to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve was explanted after approximately four years due to aortic stenosis secondary to patient-prosthesis mismatch. The patient underwent redo aortic valve replacement with another edwards valve (one size larger) and aortic annular enlargement (manougian type) with a bovine pericardial patch. Postoperatively, the valve function was normal with no ai and no perivalvular leak. The patient tolerated the procedure well; however, her chest was left open secondary to coagulopathy. She was doing well and taken back to the or the next day for delayed closure. She tolerated the procedure well and was transferred to sicu in stable condition. She was discharged on pod #8. This case involved a (B)(6) year old female who underwent aortic valve replacement 3 years and 9 months ago with the subject device with an attempted maze procedure that results in left atrial/pulmonary vein injury requiring repair and abandonment of maze procedure. Patient had a 19mm valve placed which has led to patient-prosthesis mismatch and persisting mean gradient of 40 with preserved left ventricular function. Patient is also status post pacemaker placement after suffering heart block at the initial operation. She has a history of aortic valve stenosis, htn, cad, type 2 diabetes mellitus, and atrial fibrillation.